Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing flow diversion treatment of an unruptured, saccular aneurysm in the ophthalmic, right internal carotid artery (ica). The aneurysm measured 10mm maximum with a neck diameter of 5mm. Vessel tortuosity was moderate. The aneurysm had previously been treated in 2010 and had recanalized. The devices were prepared as indicated in the IFU. During the procedure, it was reported that the pipeline flex did not open on the distal end at deployment. Less than 50% of the braid had been deployed when this was observed. The pipeline flex was resheathed into the microcatheter; the system was removed from the patient. A new device from another manufacturer was used to complete the procedure. Angiography taken post-procedure showed an open vessel. There were no reports of patient injury in association with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex pushwire was returned for evaluation without the braid. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bends were observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. Based on the analysis findings, the report of pipeline flex failure to open on the distal end could not be confirmed. The event cause could not be determined as the pipeline flex braid was not returned. Therefore, any contributing factors from the braid could not be assessed. It could not be determined if the pipeline flex braid met specifications as it was not returned. However, all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.